Manufacturer narrative:
Three used devices were returned. All three device were returned with no ts or suture attached. Condition of the devices is inconsistent with not deploying. With the information provided and the physical condition of the returned devices it cannot be determined why the user experienced this issue. (B)(4).

Event description:
During the case dr used three of these units and all three did not deploy the 4th one did. Dr is familiar with these items and knows how to use them. It is unknown if ts was left in patient or not.